Event description:
PICC embolized during the placement, after catheter was placed, went to get the hub to attach the hub which at that point the catheter had not been secured, catheter embolized before the hub has been attached.